Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette sample or diluent into well position a2 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. Fse replaced tip clam and tip sleeve in position #2. No death or serious injury was associated with this event.